Event description:
Pt was revised due to poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approx 13 yrs of implantation. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july of 2001. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.